Event description:
It was reported to philips by a customer that the unit had a faulty motor controller (mc) pcba. It is currently unknown if the unit was in use on a patient at the time of the reported event. No patient harm or injury was reported.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
The biomed reported that the device gave off a strong burning smell, so he immediately switched the device off. The biomed removed the cover and found that there was a liquid leakage from one of the big capacitors of the motor controller pcba. This liquid trickled down the board, affecting various electronic components.

Manufacturer narrative:
A motor controller (mc) board was returned for analysis. A visual inspection of the returned component was performed and revealed a fluid leak from a component on the board. An investigation was performed, and the product analysis technician reported that the root cause was due to a capacitor component on the mc board.

Manufacturer narrative:
Based upon the information provided, the device was being set up for use at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer replaced the motor controller (mc) pcba to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.